Event description:
It was reported the device displayed a volume inaccuracy and under-infuses during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10:the device was returned for investigation. The reported problem was not related to a previous repair. Visual inspection and functional test were performed. Visual inspection of the device showed that the tamper seal was missing. There was no evidence of the reported problem in event log. Functional testing did not confirm the customers reported problem as problem was not duplicated. No problem was found with the device; however, preventative measures were performed. The root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d1: brand name: cadd solis vip pumps; h4: mfg. Date. 09-may-2020